Event description:
It was reported that during a pancreaticoduodenectomy procedure, the blade was broken off inside the patient in about three hours. As the broken piece was already retrieved from the patient's body, no pieces were left inside the patient. The doctor commented that the blade had touched a forceps or some other devices many times. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.